Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient underwent spinal fusion surgery at c5 and c6. It was reported that for several months following the surgery, the patient did not experience any ill effects related to his surgery. After several months, the patient began experiencing intense pain in his groin area during intercourse. The patient sought medical attention and learned that he had developed prostate cancer. The cancer was very aggressive, spread to other parts of his body, and has reached stage 4 status.